Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that lead exhibited low impedance. The lead was ultimately not used. Patient condition was stable.

Manufacturer narrative:
The reported event of low lead impedance was not confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.